Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratch on screen and did not vibrate or make a beeping alarm and unexplained no delivery alarms. The customer¿s blood glucose level was over 370 mg/dl and 370 mg/dl at the time of call. The customer stated that the insulin pump was out of insulin and crack in the window and crack through glass into the insulin pump under the esc button. Troubleshooting was not performed. The insulin pump will not be returned for analysis.